Event description:
It was reported while removing a patient from the ambulance the undercarriage of the cot would allegedly not lower. While trying to lower the undercarriage, the patient's weight shifted causing the cot to tip over onto the ground. The patient claimed no injury after the incident. Both crew members alleged injury to their lower back and legs and were seen at the ER. No further details of the incident or alleged injuries have been received.

Manufacturer narrative:
The cot was returned to manufacturer for evaluation. A visual and functional evaluation was conducted. The overall condition of the cot was consistent with the age of the cot (8+ years) and exhibited signs of extensive use. The cot operated as intended throughout the function test and the undercarriage released without difficulty when supported by the second operator. The alleged issue could not be duplicated. No further information was provided regarding the alleged medic injuries or the later alleged injury by the patient.

Event description:
It was reported while removing a patient from the ambulance the undercarriage of the cot would allegedly not lower. While trying to lower the undercarriage, the patient's weight shifted causing the cot to tip over onto the ground. The patient claimed no injury after the incident. Both crew members alleged injury to their lower back and legs and were seen at the ER. No further details of the incident or alleged injuries have been received.